Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name-(B)(6). Initial reporter-(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue cs300 intra aortic balloon pump (iabp) had gas loss alarm and iab out of position/migration. There was no harm or injury reported.

Manufacturer narrative:
Updated fields b4 g3 g6 h1 h2 h6 type of investigation investigation findings component codes investigation conclusions h11 it was reported via esp that during use of a cs300 iabp a leak in iab circuit alarm occurred repeatedly 5 to 6 times within one hour no blood was observed in the helium tubing and all connections were confirmed secure a chest x ray indicated that the catheter tip was positioned low the clinical team planned to consult the physician for possible repositioning the system was functioning without alarms at the time of the call and no patient harm was reported.

Event description:
N/a.